Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on unknown with blood glucose of 348 mg/dl. Customer states that drive support cap was normal. The insulin pump will not be returned for analysis.